Event description:
Boston scientific provided the following information: it was reported that this right ventricular lead (dextrus lead sn (B)(6) exhibited a noise. This rv lead was surgically explanted and was replaced with same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. An extraction aid was found inside the lead. The insulation was found abraded through between 10 and 15 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported oversensing. The abrasion was consistent with exposure to constant friction against the generator housing. Additionally, the analysis showed a damaged is-1 connector, a bent fixation helix and several cuts into the insulation. These damages most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.